Event description:
It was reported that, over the last few months, this implantable cardioverter defibrillator (ICD) recorded a gradual increase in shock impedance measurements, measuring greater than 125 ohms. The device triggered two alerts for high out-of-range shock impedance. Data analysis was performed, and boston scientific technical services observed the gradual increase in shock impedance measurement and provided troubleshooting options including lead evaluation and impedance testing. A possible cause could be clinical-related, as the increase in shock impedance was very gradual and there was no noise noted on the latitude data. The healthcare professional can consider increasing the shock impedance limit to 150 ohms and keep regular follow-up in latitude if the testing does not show abnormalities. Additionally, the patient came in for a follow-up visit and troubleshooting was performed. The device delivered at 1.1 joule shock and the shock impedance was measured at 88 ohms. A second shock was delivered at 41 joule shock and the device triggered an alert for code 1005 indicative of shock to open conduction. There were no additional adverse patient effects reported. The device and right ventricular (rv) lead remain in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that, over the last few months, this implantable cardioverter defibrillator (ICD) recorded a gradual increase in shock impedance measurements, measuring greater than 125 ohms. The device triggered two alerts for high out-of-range shock impedance. Data analysis was performed, and boston scientific technical services observed the gradual increase in shock impedance measurement and provided troubleshooting options including lead evaluation and impedance testing. A possible cause could be clinical-related, as the increase in shock impedance was very gradual and there was no noise noted on the latitude data. The healthcare professional can consider increasing the shock impedance limit to 150 ohms and keep regular follow-up in latitude if the testing does not show abnormalities. Additionally, the patient came in for a follow-up visit and troubleshooting was performed. The device delivered at 1.1 joule shock and the shock impedance was measured at 88 ohms. A second shock was delivered at 41 joule shock and the device triggered an alert for code 1005 indicative of shock to open conduction. There were no additional adverse patient effects reported. The plan is to replace the system possible with a competitor system. The revision procedure has yet to be scheduled and no further information is available. Currently, the device and right ventricular (rv) lead remain in-service.